Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01222 and 01223) submitted for devices related to the same event.

Event description:
It was reported from the site that the patient came in and complained of damaged connector on lvad controller. And also upon inspection of rvad controller, it was noted that the controller had both ports that were loose. Site performed and elective controller exchange on both controllers and replaced from stock. Patient was instructed to carry the controllers in company issued carriers as she had been placing both is her purse. It was further stated that the same issue occurred about two months ago. No additional information provided. Investigation is ongoing

Manufacturer narrative:
This device is used for treatment not diagnosis. Two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of the devices revealed that the devices failed to meet specifications. The returned controller ((B)(4)) failed visual inspection as a result of the power source port 1 connector being found loose with the o-ring gasket displaced from the controller housing. A possible root cause may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose power source connectors and displaced o-ring gaskets. A notification was sent to hospitals under fsca apr2016 was initiated on may 5th, 2016 to inform clinicians about this issue and to recommend that the connectors on patients' controllers be inspected on a periodic basis to check for the presence of this condition.  Users are further instructed to exchange any controllers that are identified with loose connectors.  The field action is currently ongoing. Labeled for single use. This is two of two reports (3007042319-2016-01222 and 3007042319-2016-01223) submitted for devices related to the same event.